Event description:
Swelling in left knee/blew-up again [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis (grade 1). The pt's medical history was significant for previous use of synvisc-one (14 months ago) without any reaction. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g - f 20) injection (dosage regimen not provided). The lot number of synvisc-one was not provided. On an unspecified date in (B)(6) 2012, 36 hours post injection, the pt experienced swelling in left knee. On (B)(6) 2012, three days later, 40 cc of "goutish" looking fluid was aspirated from the left knee. The results were negative for white blood cell (wbc) count, synovial fluid analysis and "injection." On (B)(6) 2012, her knee "blew-up again." On (B)(6) 2012, 40 cc of joint fluid was aspirated again and she was administered a steroid injection. The outcome for the event of swelling in left knee and effusion was not provided. Concomitant medications were not provided. The intensity for the event of swelling in left knee was not provided. The reporting physician did not provide the causal relationship between synvisc-one and the events of swelling in left knee and effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.